Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, cl for gen.2 results for five patient samples with the cobas 8000 cobas ise module. Sample ID (B)(6) : the initial na result was 129 mmol/l. The repeated result was 135 mmol/l. The second repeated result was 136 mmol/l. Sample ID (B)(6): the initial na result was 128 mmol/l. The repeated result was 134 mmol/l. The second repeated result was 133 mmol/l. Sample ID (B)(6): the initial na result was 133 mmol/l. The repeated result was 140 mmol/l. The second repeated result was 139 mmol/l. Sample ID (B)(6):the initial na result was 134 mmol/l. The repeated result was 142 mmol/l. The second repeated result was 147 mmol/l. Sample ID (B)(6): the initial na result was 118 mmol/l. The repeated result was 126 mmol/l. The second repeated result was 131 mmol/l. The initial cl result was 81 mmol/l. The repeated result was 91 mmol/l. The questionable results were not reported outside of the laboratory. The na electrode lot number was n4156. The cl electrode lot number was h2052. The expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer found the sample probe slider was worn out causing the probe to catch the washing station as it moves. They replaced the slider and bearing, performed adjustments and checks, and performed calibration and qc which were acceptable. The investigation determined the service actions resolved the issue.